Manufacturer narrative:
(B)(4). Batch # u93166. The analysis results found that the el5ml device was returned with no apparent damage. In addition, three malformed clips were returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe .

Event description:
It was reported that during an unknown procedure, the clips came out bent and crossed over. Patient consequence was not reported. No additional information is available at this time.